Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed replace sensor during a sensor session. The sensor was inserted (B)(6) 2021. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data.